Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. (B)(4).

Event description:
It was reported that the patient presented to the emergency room after the lead integrity alert (lia) triggered due to noise on the right ventricular (rv) lead electrogram. A fracture was found and the detections were turned off. The lead was subsequently explanted and replaced. No patient complications have been reported as a result of this event.